Manufacturer narrative:
(B)(4). B5 --code changed to 113, pairing failure. G7 --follow up 001.

Event description:
This complaint was updated (B)(6) 2020 to reflect a 113, pairing failure as reported by patient. This complaint is no longer reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.